Event description:
A pt underwent a cardiac cath procedure. Post procedure, the pt had chest pain. Integrillin was being administered slow IV push, and the monitor in the room showed severe bradycardia. Before atropine could be administered, the monitor showed sudden increase back to rate of 70's. Within a few seconds the monitor again showed bradycardia. 0.5mg of atropine was given twice with no response. The pt became more alert and pain free. The monitor nurse then went back to the monitor room where the witt monitor screen was frozen and the screen speed was 50mm/sec instead of the normal 25mm/sec. The pt stabilized and was transferred to telemetry with no increase in heart rate. The pt did complain of dry mouth. Before this incident, the monitor nurse was in "free text" in the medication window typing integr. Nurse noticed that the r did not show on the screen and then responded to procedure room nurses call for help. When she returned to the witt monitor it was frozen and she could not control/alt/delete to restart. Nurse turned off the cpu and restarted it. When she looked through the full disclosure it was found that the pt never really ever had bradycardia.